Event description:
Tmj concept implant failure, almost immediate heterotopic bone formation, trigeminal nerve damage. Placed by dr. (B)(6) at (B)(6) medical center. Following surgery he claimed he did not understand why bone formation occurred. Have been through countless follow-up procedures without success. Recently had to have all remaining teeth removed as well as bone. Had to see a specialist to have upper dentures made to fit my small mouth. There is not room for lower teeth. Continue to have severe pain due to trigeminal nerve damage.